Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were missing the label on 2 tubes. There was no report of patient impact.

Event description:
It was reported that the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml were missing the label on 2 tubes. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review was satisfactory, and no quality notifications were generated during manufacturing and inspection. The labeling process for material 245122 includes label reconciliation, where the total number of labels issued is reconciled with the total quantity of labels (cartons/bottles/tubes/etc.) Used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label accountability and reconciliation for batch 3117359 were within allowable limits. The complaint history was reviewed, and other label complaints have been made on batch 3117359. Retention samples (100) were available for inspection. There were no missing label defects observed in the retention samples. One photo was available for inspection of this complaint. The photo shows two tubes lying on a surface. The two tubes do not have labels. No returns were received to assist in the investigation of this complaint. This complaint cannot be confirmed for missing labels. There is no batch information present in the photo submitted, and no other product labels were visible for batch verification. Without batch verification, the photo cannot confirm the complaint. No trend identified and no additional actions are indicated. Bd will continue to trend for label defects.